Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch # t93r1v. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 12 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2020 h2: additional information received: the device for this complaint, (B)(4), was not actually received. Analysis for a device that belongs to another complaint was reported in error on mwr-(B)(4). When the device for (B)(4) is actually received, a supplemental medwatch will be sent. H10=corrected data= d10; h3 d10: device available for evaluation? No. H3: device evaluated by manufacturer? No.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2020. D4: batch # t93f71. Investigation summary: the analysis results found that the er320 device was returned with the top shrouds broken. The device was tested for functionality. Upon testing, the device was cycled and three clips were not properly fed into the jaws, causing the clip to be ejected. The device was disassembled to verify the condition of the internal components and no anomalies were found and six clips inside the clip track. The damage to the device was possibly due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hernia repair, clip applier failed. The applier did not form the clips properly. Surgery was not delayed and was successfully completed. There were no patient consequences.